Manufacturer narrative:
(B)(4). Batch # p92x61. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned (with a small portion in a plastic bag). There was also evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The ¿tighten assembly¿ alert screen appears when the instrument may not be properly assembled to the handpiece. However, no alert screens were displayed at any time during testing. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting, or while the blade is active without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A batch history record review was performed, and a nc was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a solid tone with error code 'tighten assembly' message was received. Changed to another device to complete the procedure. There was no report on patient injury.